Manufacturer narrative:
B5: event summary updated. H6: redundant codes: a1409, c21 and d16. New codes added: a0106, c20 and d15. Investigation: a unique device identification number was not provided, therefore the manufacturing date and/or production details cannot be determined. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. With the information provided to gore, the root cause of the reported event cannot be established.

Event description:
It was reported to gore, that on (B)(6) 2025, a patient with 2 different concurrent disease states were treated in the same procedure. Gore® tag® thoracic branch endoprosthesis and gore® tag® conformable thoracic stent graft with active control system were implanted due to an acute dissection. A follow-up CT on (B)(6) 2025 showed continued perfusion of the false lumen in the thoracic aorta, however the physician was not concerned as it is still in acute phase and the lumen appeared stable. The CT also showed that a gore® viabahn® endoprosthesis with propaten bioactive surface device (vsx device) implanted in the right common iliac artery (rcia) (the vsx device was used to treat a rupture of the right common iliac artery) had kinked, so they re-ballooned this on (B)(6) 2025. Another follow-up CT on (B)(6) 2025 showed good flow in the rcia. However, due to an type 1a endoleak, an increase in the thoracic false lumen diameter was observed. A reintervention was performed on (B)(6) 2025 where 2 vascular plugs were positioned outside of the aortic component of the gore® tag® thoracic branch endoprosthesis, just proximal to the portal area. The clinician hypothesizes that the robustness of the gore® tag® thoracic branch endoprosthesis side branch component has led to a "flattening" of the upper aspect of the aortic component, leading to the endoleak. There was still a small endoleak on the completion angiography, but the physician was reluctant to balloon the area for fear of causing more harm. A follow up CT is planned for next week.

Manufacturer narrative:
Cbas®heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Further investigation is being performed and will be included in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore, that on (B)(6) 2025, a patient with 2 different concurrent disease states were treated in the same procedure. Gore® tag® thoracic branch endoprosthesis and gore® tag® conformable thoracic stent graft with active control system were implanted due to an acute dissection. A follow-up CT on (B)(6) 2025 showed continued perfusion of the false lumen in the thoracic aorta, however the physician was not concerned as it is still in acute phase and the lumen appeared stable. The CT also showed that a gore® viabahn® endoprosthesis with propaten bioactive surface device (vsx device) implanted in the right common iliac artery (rcia) (the vsx device was used to treat a rupture of the right common iliac artery) had kinked, so they re-ballooned this on (B)(6) 2025. Another follow-up CT on (B)(6) 2025 showed good flow in the rcia. However, due to an type 1a endoleak, an increase in the thoracic false lumen diameter was observed. A reintervention was performed on (B)(6) 2025 where 2 vascular plugs were positioned outside of the aortic component of the gore® tag® thoracic branch endoprosthesis, just proximal to the portal area. The clinician hypothesizes that the robustness of the gore® tag® thoracic branch endoprosthesis side branch component has led to a "flattening" of the upper aspect of the aortic component, leading to the endoleak. There was still a small endoleak on the completion angiography, but the physician was reluctant to balloon the area for fear of causing more harm. A follow up CT is planned for next week. 1800-e: -implantable device events post deployment - other/unknown, is used for the reported "flattening" of the upper aspect of the aortic component.